Event description:
It was reported that for the two months prior to the report the patient¿s stimulator hadn¿t been working like it was supposed to. The patient also felt like the device had been out of place for 2 months also. The patient noted that they had a fall a couple of weeks prior to the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).